Event description:
It was reported by the patient that they sustained injuries due to the device and/or procedure. No further information regarding the event or device can be obtained.

Manufacturer narrative:
This report is being submitted to correct the patient code description field (h6) in section h, device manufacturers only.

Event description:
It was reported by the patient that they sustained injuries due to the device and/or procedure. No further information regarding the event or device can be obtained.